Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. The guidewire for the sheath was returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Two kinks were found on the catheter tubing approximately 47.0cm and 48.0cm from the iab tip. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. It is difficult to determine when or how a kink in the catheter occurs. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
On (B)(6) /2017, the intra-aortic balloon (iab) catheter was inserted in the patient. During insertion, the iab catheter was unable to be inserted through the sheath due to severe resistance. Another iab catheter was used to start therapy without any further issue. There was evidence of aortic calcification. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in the patient. During insertion, the iab catheter was unable to be inserted through the sheath due to severe resistance. Another iab catheter was used to start therapy without any further issue. There was evidence of aortic calcification. No patient injury was reported.